Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: patient quite critical and hypotensive. Infusing norepinephrine @ 0.2mcg/kg/min and very labile/sensitive bps. Ns push to the norepinephrines constantly alarming air". Primary rn tried multiple times to clear the alarm by flicking the air bubbles by removing the tubing from the pump and removing the air. Another rn also was troubleshooting and did the same things. Pump still alarming so pump was changed to another. Every time pump alarming pt's bp would drop immediately!! The type of tubing was the non-ported IV tubing. Infusing room temperature ns @ 10cc/hr".